Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm noted. Device had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The customer stated the alarm occurred the night before and she reverted to manual injections. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 395 mg/dl. The insulin pump was replaced and returned for analysis.